Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure inflation difficulties occurred. The 90% stenosed target lesion was located in the calcified, severely tortuous antebrachial vein. A 6.0-40mm symmetry balloon was advanced to treat the target lesion. The balloon was attached to an encore inflation device and while attempting to inflate the balloon, the inflation device was unable to go above 13 atms. It is unk if the problem is attributed to a defective gauge. The procedure was completed with another encore inflation device and the same 6.0-40mm symmetry balloon catheter. There were no pt complications "good".

Manufacturer narrative:
(B) (4).